Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the 97745 controller (ptm) s/n (B)(6) revealed broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the battery pack in the controller is not working properly. Patient stated half the time she gets the controller out to look at it and she is not getting anything and the screen will not go on and off or do anything. Patient noted she has to take the battery out and put it back in to get the screen to come on. Patient reported she can see the screen and press and hold to unlock the controller but the controller will not do anything and she cannot charge the controller. During the call patient service walked patient through removing the controller battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Caller inserted the battery pack and confirmed green light is not flashing on the controller when plugged into the wall outlet. Pt then attempted to press the hold to unlock button on the controller but nothing happened. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt mentioned in the past their met with their representative where they were experiencing sti mulation turning on and off. Pt seemed to think the issues were connected.